Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced leaking from a luer connector, lot: 31970, or from a cartridge, lot: 32012, and noted a history of previous issues with luer connectors. The agent advised the patient to replace the supplies and avoid using supplies from the same boxes. Replacement supplies were requested, and follow-up with the patient was planned to ensure no further issues occurred. Blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.